Event description:
Patient reported infusion set tubing was partially separated from the luer lock connection a couple of months prior. She indicated that she experienced elevated blood glucose levels of > 500 mg/dl. Her normal range is 99-146 mg/dl. Patient reported feeling lethargic. She indicated that she changed the infusion set and administered a bolus to address the issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.